Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer experienced a high blood glucose (bg) level. Bg value not provided. A correction bolus was delivered to address bg level. The customer reverted to manual injections for insulin therapy.